Manufacturer narrative:
A lumenis service engineer visited the site four (4) days after the reported event and examined the laser system. The engineer confirmed that the laser would not turn on due to a failed ac control board. The engineer replaced the ac control board, and after performing operational and safety tests, the system was determined to have met lumenis specifications. The system was returned to the facility safe and ready for use. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications the system was manufactured on 11/11/2018 and installed at the customers site on (B)(6) 2019. Although a cause for the "ac control board failure" could not be determined, a two year historical review of similar complaints revealed that the same malfunction of "ac control board failure" has not led to serious injury in the past. To date lumenis is unaware of such events ever having led to injury. Though the procedure was successfully completed with an alternate device, it is uncertain if the user facility had to use the alternate laser as intervention to prevent permanent damage. In an abundance of caution lumenis is reporting this malfunction.

Event description:
A user facility reported that their lumenis pulse 100h laser system shut down during a uteroscopy procedure. Unable to continue with the device, the facility brought in an alternate p20w laser to complete the procedure. No report of injury was received, and the device malfunction did not cause or contribute to any change in the patient's condition.